Manufacturer narrative:
Upon device evaluation, the air supply was insufficient due to a damaged interface of the manifold unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer did not report any issues with their high flow insufflation unit, but asked olympus if they could inspect the device. The event occurred during reprocessing. There was no patient or procedural involvement. The device was returned and evaluated, and upon estimation, the air supply was insufficient due to a damaged interface of the manifold unit. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the cause of the reported issue was due to a faulty manifold unit. However, the specific cause of the faulty manifold unit. Could not be established at this time. Olympus will continue to monitor field performance for this device.